Event description:
Purchasing agent reports one set that burst during power injection in CT scan. There was no paitent injury. No sample will be retrieved as this is a well known occurrence. Power injfection is beyond the intended use and design capabilities of this set.